Event description:
During the ivtm therapy using the thermogard xp ivtm system (sn (B)(6)), the customer reported that the patient's temperature displayed on the display of the system was incorrect. Per the customer, the temperature was 3°c to low. No further information was provided. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The customer's reported complaint that "the patient's temperature displayed on the display of the thermogard xp ivtm system (sn (B)(6)) was incorrect" was not confirmed during the functional testing and the archive data review. No device malfunction was noted during the testing, and the thermogard system functioned as intended. Upon visual inspection, no physical damage was observed. The system's event log and the patient data log were analyzed, and no significant discrepancies were noted. The thermogard system passed the functional testing without errors and functioned as intended throughout the testing. As a part of troubleshooting, the t1/t2 temperature input block was tested, and no problem was noted. The temperature on the display was verified to be accurate while testing with a temperature stimulator. In addition, the I/o board contact was checked, and no problem was found. The customer's reported complaint was not reproduced, thus not confirming the customer's reported complaint. The probable cause for the customer's reported complaint could be a malfunctioning patient temperature cable or temperature sensor used by the customer to measure the patient's temperature during the ivtm therapy. The thermogard xp ivtm system passed the final functional test without issues upon service.